Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer (territory manager) reported for his patient via phone call for reservoir occlusion. The patient¿s blood glucose was unknown at the time of the incident. Customer stated that, patient is getting no delivery alerts. Customer is reporting a past event. Customer could not complete troubleshoot because patient was not on the phone. The reservoir will not be returned for analysis.